Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating a failed battery test on the customer's insulin pump. The customer's blood glucose level was unknown at the time of the incident but the customer was reported to have high blood glucose of 600 mg/dl in the past. The caller stated that the customer has been hospitalized as well before for the fluctuating blood glucose levels. The caller was informed that energizer aaa alkaline batteries are most effective. The caller did not troubleshoot the issue and stated that they will call back.